Manufacturer narrative:
The t:slim pump user guide states that a low power alert occurs when a battery level of 25% or less is remaining. A second low power alert will occur when a battery level of 5% or less is remaining, requesting that the t:slim pump be recharged or pump will stop all deliveries. The alert will continue until the condition has been corrected; otherwise a low power alarm will trigger and the pump will stop all insulin deliveries. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had ignored low insulin alerts, low power alerts, and shutdown alarms. The pump shut down due to insufficient battery power and the customer then allowed pump remain off for 16 hours. Subsequently, the customer went to the emergency room (ER) and was hospitalized due to a blood glucose (bg) level of over 600 mg/dl with heavy ketones. Customer was treated with insulin via an intravenous drip (IV) and was released from the hospital the following day.